Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On (B)(6) 2012 the patient was hospitalized for peritonitis. The patient was treated with vancomycin one gram daily intraperitoneal (ip)for 3 weeks. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was unknown, believed to be touch contamination but could not confirm. The patient was retrained on how to properly perform pd therapy. The patient was recovered dianeal therapy was on-going. The event was not related to dianeal solutions, a baxter device, or disposables.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12h20015 and h12g27053 no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.